Manufacturer narrative:
A ge representative evaluated the system and replaced the skin spacer. System operates as intended. (B)(4).

Event description:
The customer reported, the skin spacer cone is broken. No patient injury was reported.